Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as breaking out, claims they are allergic to metal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a silicone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 brand name. The brand name is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as breaking out, claims they are allergic to metal.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a silicone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as breaking out, claims they are allergic to metal.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a silicone cream for the skin irritation. Follow up indicated that the skin irritation improved.